Manufacturer narrative:
Analysis found insulation abrasion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received inappropriate therapy due to sensed noise. Lead fracture suspected.